Event description:
Spontaneous report. (B)(6), hhn who says curlin pump is not working. Tubing and batteries were replaced, but when pump is turned on no medication is flowing through tubing to be administered. (B)(6) has gravity tubing on hand, and will complete infusion via gravity. No interruption to therapy reported. No clinical harm/injury was experienced by pt, and malfunctioned pump is available to be returned for investigation. Curlin sn#: (B)(6). No additional information provided. Reported to (B)(6) by: patient/caregiver.